Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the screen froze and the insulin pump alarmed battery out limit after battery change. The customer's blood glucose was 16.1 mmol/l at the time of incident. It was reported that the insulin pump alarmed again after another battery change and was unable to clear the alarm due to unresponsive buttons. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No frozen screen noted. The device had unresponsive esc and act buttons due to corroded keypad traces. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm due to unresponsive button. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tubelip.